Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# (B)(4). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous lad. After pre-dilatation, the device did not cross and was removed over the wire. A stent deformation was detected (stent strut had accordion like form). The physician stated that upon advancing the device, he felt some resistance.

Manufacturer narrative:
Combination product: yes